Manufacturer narrative:
Continuation of medical devices: 694758 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high threshold. The ra lead was capped, and remains implanted out of service. A different lead was implanted. No patient complications have been reported as a result of this event.